Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient stated that his dexcom g7 sensor readings were in range or trending low, which led him to not suspect diabetic ketoacidosis (dka). He initially presented to his primary care provider (pcp) with severe nausea and vomiting and believed the symptoms were due to a stomach virus. Due to symptom severity, the pcp referred him to the emergency department (ER), where he was subsequently hospitalized for dka management (unknown duration). Despite multiple contact attempts to verify the hospitalization specifics and the patient¿s condition, no additional information was obtained. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.